Event description:
It was reported that during a follow up for this subcutaneous implantable cardioverter defibrillator (s-ICD), the programmer displayed a red warning screen indicating the programmer required a reset. A second programmer was tried, but it was not able to connect to the device. It was noted that the reason for the device check was because the patient had undergone an open-heart surgery, after which the device delivered nine shocks. Technical services provided troubleshooting steps, including moving to a different room with less equipment to minimize interference. If this was not successful, a magnet reset of the s-ICD could be performed, to reset the telemetry. The local distributor salesperson reported that the physician would try to interrogate the device again the next day. However, the next day the device was still not able to be interrogated and the magnet reset was also not successful. It was discussed that the device was implanted in austria, but had a device check here in lithuania in february where no problems were encountered. A new programmer from a different hospital was obtained, but still the s-ICD could not be interrogated, and the magnet reset was again not successful. A magnet applied to the device did produce beeping tones; however, the programmer again displayed the red warning screen indicating the programmer needed to be reset. In the meantime, the patient remained hospitalized, and had been experiencing bradycardia at night, so a holter monitor was planned to determine if pacing support was needed. At this time, the s-ICD remains implanted while the physician determines if a transvenous system will be needed due to changes in the patient's condition. As the implanted device cannot be communicated with, a replacement procedure is under consideration. A boston scientific representative traveled to lithuania to assist in the interrogation of the device. The problem was that the software on the available programmers was incompatible with the implanted s-ICD. Once this was resolved, the interrogation was successful. The shocks appeared to have been appropriate and related to arrhythmic events. The patient has had no further episodes of shock, was doing well and was discharged from the hospital on (B)(6)2023. The battery longevity was 51% and the device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a follow up for this subcutaneous implantable cardioverter defibrillator (s-ICD), the programmer displayed a red warning screen indicating the programmer required a reset. A second programmer was tried, but it was not able to connect to the device. It was noted that the reason for the device check was because the patient had undergone an open-heart surgery, after which the device delivered nine shocks. Technical services provided troubleshooting steps, including moving to a different room with less equipment to minimize interference. If this was not successful, a magnet reset of the s-ICD could be performed, to reset the telemetry. The local distributor salesperson reported that the physician would try to interrogate the device again the next day. However, the next day the device was still not able to be interrogated and the magnet reset was also not successful. It was discussed that the device was implanted in austria, but had a device check here in lithuania in february where no problems were encountered. A new programmer from a different hospital was obtained, but still the s-ICD could not be interrogated, and the magnet reset was again not successful. A magnet applied to the device did produce beeping tones; however, the programmer again displayed the red warning screen indicating the programmer needed to be reset. In the meantime, the patient remained hospitalized, and had been experiencing bradycardia at night, so a holter monitor was planned to determine if pacing support was needed. At this time, the s-ICD remains implanted while the physician determines if a transvenous system will be needed due to changes in the patient's condition. As the implanted device cannot be communicated with, a replacement procedure is under consideration. A boston scientific representative traveled to lithuania to assist in the interrogation of the device. The problem was that the software on the available programmers was incompatible with the implanted s-ICD. Once this was resolved, the interrogation was successful. The shocks appeared to have been appropriate and related to arrhythmic events. The patient has had no further episodes of shock, was doing well and was discharged from the hospital on (B)(6) 2023. The battery longevity was 51% and the device remains implanted and in service.